Event description:
It was reported that the 6600 sys locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The sys was tested and found to be working as intended and put back into service.